Manufacturer narrative:
An event regarding alleged malposition involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: insufficient medical records were provided for review by a clinical consultant. Device history review: DHR review for this lot was satisfactory. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as primary & revision operative reports and CT scan if available are needed to complete the investigation for determining root cause, as per a clinical consultant suggestion. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
The patient's right knee was revised due to pain and instability. The surgeon commented that the tibia was internally rotated and had excessive slope using an orthosensor (tm).

Event description:
The patients' right knee was revised due to pain and instability. The surgeon commented that the tibia was internally rotated and had excessive slope using an orthosensor¿.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer